Event description:
It was reported that there was high/rising threshold on the rv (right ventricular) lead, and ffrw (far-field r-wave) oversensing on the atrial lead. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addrl1 ipg implanted: (B)(6) 2011.